Event description:
It was reported that following implant the patient initially had relief of symptoms, but within four months of implant the patient had increased shortness of breath. Upon evaluation it found that the left ventricular (lv) lead had dislodged and had no capture at high output. The lv lead was explanted and replaced with an epicardial lv lead. During the explant procedure it was found that the right atrial (ra) lead was functioning well however the loop was flattened, therefore the lead was repositioned, refastened in the pocket and reconnected to the device. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.